Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a dark staining on the surface of the minicap. The reported condition was verified. The cause of the dark staining could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least four (4) units of minicap had a black formation on them. This was identified before use of the devices for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event.no additional information is available.